Event description:
It was reported that the 9600 system had a physicist discrepancy of a field size variation between actual and displayed field size. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was adjusted during the service call. The system was found to be working as intended, and put back into service.